Manufacturer narrative:
The detailed logfile analysis showed a can-bus communication timeout with the generator right after system startup. After multiple automatic attempts to reset the can-bus communication, the error message "no xray - restart system, sc" was displayed to the user. Initially, only the image system was restarted, but the problem remained. The user then performed a power cycle as requested by the error message, which finally resolved the problem. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis icono ceiling system. During an emergency procedure on a patient, the system crashed, and no x-ray was possible. The user was able to restart the unit, and the procedure was continued and completed on the imperfect system. We have no indications of any adverse effects on the health status of the involved patient.